Event description:
Pt fell to the floor while being transferred via hoyer lift from a chair to the bed. Pt sustained a nasal bone fracture and laceration to the forehead requiring 8 sutures. Pt fell face first into the base of a hoyer lift. Following incident, one strap on the hoyer pad was found to be torn (severed). Dates of use: (B)(6) 2011 - (B)(6) 2011. Reason for use: minimally responsive baseline state, dementia, immobility.